Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
--

Event description:
Boston scientific received information that during the last device interrogation (B)(6) ago, battery remaining was 16 months. Now the device is at elective replacement indicated (eri) and the physician is concerned that this device might be prematurely depleting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
New information was received that this device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.